Event description:
Clinical Narrative:An Impella 5.5 was inserted via direct surgical aortic access in a 74-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidity was diabetes. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The Impella 5.5 was placed as an escalation strategy from an Impella CP that was used to vent the left ventricle. The patient was also supported by inotropes, vasopressors, and respiratory support.On the third day of the Impella 5.5 support the patient was defibrillated for Ventricular Tachycardia (VT) and Ventricular Fibrillation (VF). Multiple shocks were needed. On the fourth day Potassium was given which stopped the heart and restart without the VF. On the sixth day the diagnosis was made of an embolic stroke. The Computed Tomography revealed bilateral frontal lobe strokes.While on support the the device functions as expected, Performance Level P-4 with 3.1L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.After over 8 days of support the Impella 5.5 was weaned and explanted. The patient was to remain on the ECMO support. In the subsequent days the decision was made to withdraw care and the patient expired.The arrythmia of VT and VF increase the risk of stroke due to the lack of perfusion during the episodes however, due to the limited information the pump cannot be dissociated from the arrythmia events. The death is most likely due to the patient's underlying clinical condition and presentation of SCAI Shock Stage D, which is identified when a patient gets worse despite initial treatment and shows worsening lab values or multiorgan strain and has a known increased risk of mortality often exceeding 40% - 50%. The Impella device can conclusively be dissociated from the death due to the fact that the device was noted to have been the secondary hemodynamic support device with ECMO being the primary, and it was noted that the device was weaned and explanted days prior to the patients outcome.

Manufacturer narrative:
The catheter was not saved for investigation.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.